Event description:
It was reported to boston scientific corporation that an occlusion balloon catheter was used during a percutaneous nephrolithotomy (pcnl) procedure performed in 2008. According to the complainant, during the procedure, the catheter "balloon" would not inflate. The procedure was completed with another occlusion balloon catheter. No pt complication were reported as a result of this event. The pt's condition was reported as "stable".

Manufacturer narrative:
A visual examination of the returned device revealed both proximal and distal balloon bonds were intact and continuous. The balloon was observed to be burst in the midsection. In addition, further analysis found the device was used in the procedure after it's expiration date of june 30, 2008. The dfu for this product includes the following instructions; prior to use, carefully examine the unit to verify that the sterile package or product has not been damaged in shipment. Prior to introduction, test the balloon to determine the amount of fluid necessary to inflate to balloon to the desired inflation. Failure to do so may result in balloon rupture or ureteral rupture.